Event description:
It has been reported to philips that exposure is not possible with the allura system. No harm has been reported to philips. A philips service engineer replaced two hard disks, and the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, the procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that the that exposure was not possible. During troubleshooting, the fse found that the issue was due to the defective image disk drive. The fse replaced the hard disk drive. After replacing the hard disk drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.